Manufacturer narrative:
Patient information was requested and the customer declined to provide the info.

Event description:
The customer reported the ventilator did not alarm after patient disconnect. The customer reported patient involvement and no patient harm.